Manufacturer narrative:
(B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer air dermatome device was cutting the graft in uneven thickness. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) six times as documented in the repair reports. The last repair was february 23, 2018 where it was reported that the device was returned for preventative maintenance and the vespel and semi-circle bearings were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet surgical on may 2, 2018 revealed that the calibration was slightly out of specification at only the 0 setting. The rpms were within specification, but the motor had a high pitched sound when running. Repair of the air dermatome was performed by zimmer biomet surgical on may 2, 2018 which included replacement of the head, control bar, neck, motor, hose, swivel, poppet assembly and bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device cut the graft to an uneven thickness¿ was non-verifiable since the calibration was within specification at the 10, 20 and 30 settings. The root cause of the device cutting uneven thickness grafts cannot be specifically determined with the provided information since the calibration of was within specification at the 10, 20 and 30 settings. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.